Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumonia is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of naso jejunal (nj) tube. Patient was undergoing duopa dose adjustment. On (B)(6) 2021, during evaluation, the physician detected a respiratory superinfection and patient was treated with oral antibiotics and cortisone. As of (B)(6) 2021, patient was still in post covid convalescence phase with a cough.